Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log and the device failed a test step for oxygen blending module negative flow calibration. The device's oxygen blending module board was found faulty. Additionally, contamination was also observed in the blower motor, tubing, and porting block adapter and caps. The device's oxygen blending module board, oxygen blending module manifold, blower motor, tubing, and porting block adapter and caps were replaced to address the issue. The device passed the test.